Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history records review, and drawing review were performed as part of this investigation. The device was returned and it was reported that "as the surgeon was removing a screw, the screwdriver broke" this condition is confirmed; the instrument was returned with a fragment of the handle broken off. The broken off handle fragment measures approximately 80 mm x 18 mm x 11 mm (l x w x h). One of the two dowel pins were also observed to be missing from the shaft, the location of the missing dowel pin is unknown. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has a broken handle. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The 314.115 stardrive(tm) screwdriver t15 is an instrument used in multiple surgical systems to insert t15 stardrive recess screws to stabilize and secure fractures independently or in conjunction with plates. Although a definitive root cause could not be determined, the handle component is of phenolic le grade, which is susceptible of becoming brittle after repeated sterilization cycles. This complaint condition is likely due to consistent use / repeated sterilization cycles over the part's lifetime (13+ years), leading to material fatigue and breakage with excessive forces over yield limit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 314.115, lot# 4616941. Manufacturing location: (B)(6), release to warehouse date: jul 16, 2003. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent revision surgery of the proximal tibia due to the painful hardware. During the surgery as the surgeon was removing a screw, the screwdriver broke. There was another device ready and the surgeon was able to complete the procedure without further complications. There was no surgical delay or patient harm reported. The procedure was completed successfully. This complaint captures the device malfunction during revision surgery. Painful hardware requiring revision surgery is captured in (B)(4). Concomitant devices reported: screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) stardrive screwdriver. This is report 1 of 1 for (B)(4).